Manufacturer narrative:
Broken pivot confirmed in the lab. Ross standard procedure includes attempting to obtain all required info from the source. Because this pump was returned to abbott as part of a recall, and was not associated with an initial reporter.

Event description:
Cracked or broken pivot point.